Manufacturer narrative:
An internal biomérieux investigation was performed following notification from a customer in the united states of a qcv failure when using mini vidas® blue 110 / 220 v ¿ (ref. 99737, serial number (B)(6)). The retrospective analysis performed showed an impact on vidas pct (procalcitonin) test results, with no patient harm reported. A field service engineer (fse) was sent to the customer¿s site to repair and qualify the instrument. The fse investigated the customer¿s issue and performed several system checks in accordance with csn 1901-1, and qualified the system as operating per manufacturing specifications. A clogged channel in section b2 was found and was cleaned to resolve the problem a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the system risk analysis.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of a qcv failure on the mini vidas® instrument (ref (B)(4), serial (B)(4)). A retrospective analysis was performed and identified that falsely underestimated pct results were obtained for one patient sample. A qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the mini vidas system risk analysis. A field service engineer (fse) visited the customer's site and performed several actions: section visual inspection. Pump seals visual inspection. Visual inspection (on the tray, on the door, on the shield insulate plate, on the frame bottom ). Performed a vidas pump tester. Performed pump cleaner on the section where vpt values are under 140. Performed pump a second pump tester. Check door plunger ball. Check stricker plate. Check spring integrity. Check free and smooth vertical movement of spr blocks. Clean then lubricate the screws holding the spr block optional. Check spr block alignment. Check tower height. Check tray depth. Check pump block. The fse identified that the cause for the qcv failure a clog. The fse performed a pump channel cleaning to remove the clog. The system was then pressure tested and the system was qualified for use.

Event description:
On 26-mar-2021, customer from united states reported qcv failure when using mini vidas blue 110 / 220 v ¿ 99737. The retrospective analysis performed showed an impact on vidas pct (procalcitonin) test results. On 26-mar-2021, customer reported that qcv test failed twice in position b2. To be noted that the customer runs only vidas pct. As the last successful qcv test occurred on (B)(6) 2021, the customer performed a retrospective analysis of all specimens processed in position b2 of the minividas from (B)(6) 2021 until (B)(6) 2021. Seven (7) vidas pct assays were performed during that time frame. The retrospective analysis identified four (4) samples with no impact as compared to the initial result: sample n°1 and n°4: initial result < 0.05 ng/ml, retested < 0.05 ng/ml, new sample < 0.05 ng/ml. Sample n°3: initial result 5.5 ng/ml, retested 4.7 ng/ml, new sample < 0.05 ng/ml. Sample n°5: initial result 0.85 ng/ml, retested 0.94 ng/ml, new sample 0.74 ng/ml. There were three (3) samples where the interpretation changed. For sample n°2 and sample n°6, the initial result was overestimated: sample n°2: initial result 2.37 ng/ml, retested 0.22 ng/ml, new sample 0.32 ng/ml. Sample n°6: initial result 1.95 ng/ml, retested 0.39 ng/ml. The patient risk associated with a false high pct result is considered insignificant and is not considered a potentially reportable event. For sample seven (7), the initial result was underestimated: sample n°7: initial result (0.77 ng/ml), retest result (1.07 ng/ml), new sample (29.89 ng/ml). To be noted that the new sample was collected two (2) days after the previous ones. On 26-mar-2021, the biomérieux field safety engineer confirmed that qvc failed due to clogged channel on section b2. The pump was cleaned to resolve the issue. According to the customer, no patient was harmed due to the incorrect results reported.